Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation confirmed the text on the display screen is dim/faded and discolored. Investigators observed intermittent responses to button presses on the 'up' and 'contrast' buttons. Multiple button presses with increased force applied are required before the 'up' and 'contrast' buttons engage. Multiple button presses with increased force applied are required before the 'up' and 'contrast' buttons engage. Evaluation revealed that there was contamination was present under the contacts of all buttons.